Event description:
Pt presented at surgeons office with post-op tibial pain and implants feel as though they are "backing out". Surgeon described on x-ray the implants looked like "two horns" had formed. Surgeon performs double bundle technique and routinely used two calaxo screws in the tibia. It is not know at this time if pt has had follow-up surgery for debridement. Original surgery was 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007.